Event description:
Patient tested on the suspect device with inr results of 5.6, 6.1 and 4.0. The corresponding lab results were 3.6, 3.7 and 2.5 inr. Controls were in range. The device was replaced and requested to be returned for evaluation.